Event description:
Complainant alleged that the device displayed "pacer fault 115" and "defib fault 72" message. Complainant did not indicate if there was patient involvement in the reported malfunction. Follow-up communication with customer could not clarify when the malfunction occurred or if there was patient involvement.